Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient received an inappropriate shock due to oversensing. The r-waves on the right ventricular (rv) lead were noted to be variable. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead was reprogrammed and the patient's medication was increased.